Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was returned to olympus for evaluation but the customer's allegation was not confirmed. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The device was working as intended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, during the middle of a therapeutic urine prostate procedure, the high flow insufflation unit displayed excess pressure with a beeping sound. The patient was under general anesthesia when the subject device malfunctioned. The intended procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being submitted to provide additional information obtained from the customer. The device settings were as follows: pressure: 15mmhg; alarm delay setting (0s or 4.5s): 0s; flow rate setting (high /normal / low): normal. There was no gas source other than uhi-4 used. The pintchvalve did not exhaust smoke, the overpressure warning beeped, the overpressure warning light occurred, and its unknown whether the tube clogging warning beeped. The smoke evacuation suction tube was no connected. The customer declined providing patient information. The patient's abdominal cavity was abnormally distended. The customer determined the intra-abdominal pressure was high because of the equipment warning alarm. The device was inspected before use and was working well.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following field: h6. It has been over six (6) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned to the plant. The definitive root cause of the reported issue could not be determined. The investigation was conducted based on the complaint information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A formal investigation was initiated to investigate the root cause.

Event description:
Additional information was obtained from the customer: there was no difference from normal overpressure warning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's reinvestigation. Updated h6. The device was returned for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: -decreased anesthesia. -overpressure occurs due to equipment failure. -the measured pressure was high even though no overpressure occurred due to equipment failure. -tube clogging occurred. -overpressure due to small abdominal cavity. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.